Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the devices tip came off. No information regarding the patient or procedure outcome was provided.